Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A singular x-ray image was provided for review. There is nothing indicative of a product problem identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right tha performed over 20 years ago with no information available about that surgery. On (B)(6) 2020. The patient had a right tha revision of the head and liner for poly wear reported in (B)(4). The patient received a rerevision to treat pain secondary to too much offset and leg length. This new surgeon wanted to removed the entire srom cup and put in a competitor dual mobility and needed to use my srom 11/13 taper heads. The surgeon removed the metal head, poly dial liner and locking pins, screw and cup. He implanted a competitor dual mobility head and used my 28mm +3 metal srom head. He was happy with the leg lengths and offset. Doi: (B)(6) 2020, dor: (B)(6) 2020, affected side: right hip.